Event description:
It was reported immediately following the completion of the implant procedure that the patient's right ventricular (rv) lead dislodged as evidenced by decreased lead impedance, increased pacing threshold, and reduced r-wave amplitude. The rv lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.